Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent. It is reported that the device was unable to cross in the mid rca and the stent was damaged.

Manufacturer narrative:
The physician intended to use a resolute integrity drug eluting stent in a patient's rca which was not very torturous with 90% stenosis. The device was inspected before use with no issues noted. The lesion was pre-dilated. Resistance was noted while advancing the device to the lesion. There was a previous dissection and occlusion and the physician was trying to cross this lesion with the resolute integrity stent. The physician did not complete the procedure as ran out of time due to use of too much flouro and contrast. The patient's current status is good and will be brought back for a repeat procedure. If information is provided in the future, a supplemental report will be issued.